Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-02136.

Event description:
During preparation for a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max) and a penumbra system 3max reperfusion catheter (3maxc). The hospital technician found the neuron max to be crimped on the back table and the physician noticed the 3maxc was broken into two pieces upon inserting the wire and unable to advance the wire into the catheter. Therefore, the neuron max and the 3maxc were not used in the procedure. The procedure was completed using a new neuron max and a new 3maxc.

Manufacturer narrative:
Results: the 3maxc was fractured approximately 46.5 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. If the device is forcefully retracted at extreme angles during removal from the packaging, damage such as a kink may occur. If another device is forcefully advanced into a kinked 3maxc, damage such as a fracture may occur. The non-penumbra guide wire was not returned for evaluation. Evaluation of the returned neuron max revealed a kinked and ovalized device. If the device is forcefully retracted at extreme angles or is forcefully gripped during preparation, damage such as a kink and ovalizations may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02136.